Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the balloon was unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was successfully inflated to its rate of burst pressure of 10atm for 30 seconds which was recorded with digital timer. The inflation device was verified at 10atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 10atm was repeated three times and with no leaks or drop in pressure noted. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the device identified that one of the blades and pads was partially detached from the balloon material at the proximal end. Four mm of blade and 2mm of pad was partially detached from the balloon material, leaving 18mm of pad and 16mm of blade fully attached to the balloon material. The total size of the blade is 2cm. All other blades were intact and fully bonded to the balloon surface. The entire blade was accounted for. No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-sep-2017. It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt. A 6.00mm x 2cm peripheral cutting balloon¿ was selected for use. During procedure, the balloon was inflated at 10atm for 30 seconds but was noted to be ruptured. Procedure was completed with another 2cm peripheral cutting balloon¿. No patient complications were reported. However, device analysis revealed that 4mm of the blade and 2mm of the pad was partially detached from the proximal end of the balloon.